Event description:
Boston scientific received information that this patient had undergone brain surgery during which electrocautery was utilized for the procedure. The caller noted that during the use of cautery, asystole was observed. The caller was inquiring about magnet application in regards to device function and the use of electrocautery. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed how magnet application affects the device and also how electrocautery can result in pacing inhibition. The consultant informed the caller that the hospital should interrogate the device post surgery. No other adverse events have been reported. This product issue will be updated if additional information is received.